Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an 55mm abdominal aortic aneurysm. It was reported during the index procedure, evar was completed with the proximal fabric edge of the main body positioned at the level of the renal arteries. An endoleak was identified on the final angiogram. The physician implanted 10 endoanchors within the proximal seal zone. The post graft and endoanchor angiogarm continued to show a type ia endoleak. The procedure was completed. Per the physician the cause of the suspected type ia endoleak is undetermined. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that there was moderate angulation of the proximal land zone along with a bit of contrast. The patient appeared to have an appropriate neck length of approximately 15mm to obtain seal medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.